Manufacturer narrative:
(B)(4). Additional information was requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. No product is available for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, the reservoir could not be locked at the end of the surgery. Further details are not provided. There were no adverse consequences to the patient.